Event description:
The dentist reported that 40 days after the dental implant was installed intraoral region #7 it was seen its non osseointegration. The 35ncm of primary stability was achieved and immediate load was performed.